Event description:
The pt's mother reported the pt has had elevated blood glucose readings of up to 400 mg/dl over the last month with his normal range being 100-120 mg/dl. She stated she changed the patient's infusion headsets and his levels returned to normal within 2 hours. She said the patient has been on pump therapy for 6 years and has only used his buttocks for his sites as recommended by the doctor. She stated the area is starting to be slightly sore and hard lumps are developing. She said the patient has a doctor's appointment in 8 days and will discuss additional infusion sites at that time. A complimentary guide to site management was sent to the patient. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.